Event description:
It was reported that the patient presented with a low voltage lead that failed to capture and exhibited multiple noise. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.